Manufacturer narrative:
Evaluation summary: all available information was investigated and the reported difficult to position cannot be confirmed via return device analysis. The reported device operates differently than expected, difficult to remove, poor image resolution, improper or incorrect procedure or method could not be replicated in a testing environment as it was related to procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the definitive cause for the reported device operates differently than expected that likely resulted in difficult to position cannot be definitively confirmed. The reported difficult to remove resulting in tissue damage from anatomy was due to procedural circumstances. The reported improper or incorrect procedure or method was due to use of the device in the tricuspid valve. The poor image resolution was due to patients anatomy. Mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip caught on the chordae, irregular movement and tissue damage. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Visualization was difficult due to the anatomy and cardiac contractility modulation leads. The clip delivery system (cds) was advanced to the tricuspid valve. Due to the anatomy, a lot of m-knob and +knob was needed, causing tension on the device. While advancing the clip into the right ventricle (rv), it became caught in the chordae. The clip was freed; however, a flail was noted. In the physician's opinion, the cds no longer moved as it did before; therefore, the clip was not implanted and the cds was removed and replaced. An additional clip was implanted to reduce tr and treat the leaflet flail. Tr reduced to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.